Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified and the voyager nc was used to post-dilate a stent, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent, such that the balloon ruptured upon the second inflation at 14 atmosphere, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no nonconforming material records for this lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that after successful implantation of an unspecified stent in a mildly calcified mid right coronary artery (rca), the voyager nc balloon was selected to post-dilate the stent. The first inflation was successful at 14 atmospheres. During the second inflation, a rupture was noted and the balloon was unable to be inflated to the desired pressure. During deflation, some blood was noted in the balloon. As post-dilation was successful with the first inflation, no further attempts of dilatation were performed. There were no adverse patient effects. No additional information was provided.